Event description:
Instrument failure - after post-op, the doctor received a call from the radiologist who indicated there was a piece of an instrument in the pt. The locking clips must have sheared off and were left in the pt. In this report any associated instruments/parts will be forwarded to (B)(4) for further investigation.